Event description:
It was reported that the bd insyte¿ IV catheter had a damaged cannula. The following information was provided by the initial reporter, translated from french to english: on one of the catheters, on removal, we notice that the plastic mandrel is all damaged.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 20-feb-2023. H6: investigation summary: our quality engineer inspected the 2 samples without unit packaging submitted for evaluation. The reported issue of stylet damaged/defective were not confirmed upon inspection of the samples. Analysis of the sample showed that both samples had damages to the catheter, with one having a v cut near the tip of the catheter and the other had the needle pierced through the catheter near the tip area. Since both were used there is a possibility that the catheter damages could have been caused during use. A root cause could not be determined since the defect was not confirmed by the sample evaluation. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported that the bd insyte¿ IV catheter had a damaged cannula. The following information was provided by the initial reporter, translated from french to english: on one of the catheters, on removal, we notice that the plastic mandrel is all damaged.